Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the reported events could not be conclusively determined during this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with complications of shortness of breath, fatigue, and an EKG (electrocardiogram) showed atrial fibrillation with rapid ventricular rate. Electrophysiology saw the patient and based on their consult, the patient would most likely undergo atrioventricular junction ablation. The patient had been on several medications and continued to have breakthrough episodes of atrial fibrillation and atrial flutter.